Event description:
During a right iliac artery stent placement procedure the injection of contrast caused the sidearm of the introducer device to detach. The physician decided to exchange the device and, while removing the treatment catheter, the stent was inadvertently deployed in the incorrect location. The patient was transferred to the or where the deployed stent was removed and new stent was successfully placed in the correct position. The patient is reported to be fine.